Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the failure to open could be due to a few reasons including not giving the stent enough time to open and still intact with ptfe sleeves and tortuous anatomy. Steps attempted to open the device included the stent being resheathed and system loaded. However, due to the anatomy, there was no support to reach the distal landing zone without a guide wire.

Event description:
It was reported that during a procedure involving a pipeline embolization device, the device did not open in the distal section when initially deployed in the internal carotid artery, which was unruptured and had an amorphous aneurysm with a maximum diameter of 9mm and a neck diameter of 8mm. Landing zone: distal: 6 mm and proximal: 8 mm. The vessel exhibited severe tortuosity. The device system dropped and could not be loaded back to the ideal distal landing zone. The pipeline shield was resheathed and removed after more than 50% had been deployed and failed to open, particularly in the distal section, which was positioned in a bend. The device was resheathed less than or equal to two times. The device was resheathed and removed with the microcatheter. A new pipeline shield was used instead. No patient complications have been reported as a result of this event. Ancillary devices include: navien 068 105 cm guide catheter and marksman 135 cm microcatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.